Event description:
The customer removed the device after wearing for three days and the site felt a little irritated. About three to four weeks later she submerged the area in the bath tub and that site swelled up. She went to her hcp's office and had it lanced. She was doing much better by the time of her call. She discarded the product.

Manufacturer narrative:
The device was not returned for eval. We cannot determine the product condition. No product lot number was reported so no qualification or sterilization record review could be performed. The omnipod user's guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique,' and "do not use a pod if your are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." Contact your healthcare provider and treat the infection according to instruction from your healthcare provider." And advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."